Manufacturer narrative:
The device has not been returned to the manufacturer at this time for eval. A chr review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Incident involving the power PICC and insertion site infection with skin maceration. The PICC insertion site is enlarged, reddened, exudate is present, skin maceration and the need for wound debridement. The device was implanted at another hospital. The statlock is placed about 21/2" to 3" from insertion site. The devices is used on oncology pt. Wound cultures performed - no results yet. The facility started using the chlorhexidine impregnated dressings about 6 months ago. The dressings are routinely changed every week, by the nurses at the infusion clinic. The pt's wounds are severe and require IV antibiotics.